Manufacturer narrative:
Upon receipt at our quality assurance laboratory, both products were thoroughly inspected and analyzed. Visual inspection of the lead noted setscrew marks on all terminal pins and a conductor fracture. Analysis confirmed the inner conductor coil was fractured 22.5 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. This fracture likely contributed to the reported clinical observations.

Event description:
--

Event description:
Boston scientific received information that the patient with this system sought medical care due to discomfort and system delivered therapies. During the consultation which included an electrogram analysis, system oversensing was confirmed on the right ventricular lead which then resulted in inappropriate therapies and lack of pacing stimulation. The patient was pacer dependent and reportedly symptomatic. The device was reprogrammed to monitor only until explant, as the battery was its replacement indicator. The system was analyzed pre-intervention, with no anomalies observed; all system measurements were within normal ranges and no oversensing was observed. Both the right ventricular lead and device were explanted and are intended to be returned for a post market analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.